Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activities lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: memorygel, memoryshape, cpx-4, and artoura devices. The tables labeled ¿re-operation information¿ (pg. 25-27) indicate reasons, complications, device problems, and patient requests that lead to re-operations involving mentor implants vs non-mentor implants from (B)(6) 2024. Adverse event(s) reported for mentor implants associated with re-operation from (B)(6) 2024: qty unk: capsular contracture (83.19%) qty unk: hematoma (3.36%) qty unk: infection (4.20%) qty unk: seroma (2.52%) qty unk: skin necrosis (0.84%) qty unk: wound problems (5.88%) qty unk: device migration/implant malposition (46.24%) qty unk: suspected/actual rupture/deflation (41.35%) qty unk: wrinkling/rippling (12.41%) qty unk: change shape/size/style (61.36%) qty unk: correction of asymmetry (24.47%) qty unk: ptosis (11.92%) qty unk: other cancer (5.71%) qty unk: bia-alcl (5.71%) qty unk: need for biopsy/tumor (5.71%) qty unk: recurrent cancer (8.57%) qty unk: other (74.29%).